Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced ineffective stimulation. Reprogramming was attempted to no avail. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which the physician noticed the anchor was loose which resulted in lead migration. The lead was repositioned and the anchor was re-sutured firmly on to the lead.